Manufacturer narrative:
Evaluation summary: the stent was positioned on the balloon between the marker bands as per specifications. There was deformation to the 28th and 29th distal stent wraps with struts raised and overlapping . There was no damage to the distal tip. (B)(4).

Event description:
It was reported that the physician was attempting an integrity stent during a procedure. No damage was noted to the device packaging or issues removing the device from the hoop/tray. The device was inspected and negative prep performed with no issues noted. It was reported that resistance was encountered during delivery but no excessive force used. During the procedure it was reported that difficulties were encountered crossing the lesion and it was noted that stent deformation occurred. No patient injury reported

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.